Event description:
During an sfa stenting procedure in 2007, while removing the sheath, the physician could feel that it was getting difficult to remove. They could see the sheath under fluoro and could feel it stretching at the access site, so gently removed it. No adverse effects on the pt. The whole thing did come out in one piece even though it had collapsed on itself.

Manufacturer narrative:
Evaluation: still under investigation.